Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged issue began in the ¿(B)(6)¿. The patient manages her diabetes with insulin (70/30, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. At the time of the follow-up call, the patient confirmed she was able to test her blood glucose on another device (unknown type). The patient stated, 2 days after the alleged issue occurred, she developed symptoms of "a headache and feeling sick". The patient stated she went to the emergency room (ER) and her blood glucose was tested and obtained a reading of ¿190 mg/dl¿ with the ER/hospital meter. The patient stated a health care professional (hcp) gave her insulin (unknown type and dosage) in response to the symptoms developed. The patient claimed she was admitted into the hospital for one night. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.